Manufacturer narrative:
E4. The initial reporter also notified the FDA on 20feb2026 medwatch report is mw 5184406. Device evaluation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material: 2420-0007 and lot: 25103030 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01oct2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It is reported: primed alaris pump infusion set (2420-0007) with the primary medication and saw the medication was leaking out of the tubing at the bottom of the drip chamber.